Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized for high blood glucose levels. The customer had been experiencing high blood glucose levels all day, and had delivered several boluses. The customer went to sleep, and after waking up, he passed out and was taken to the hospital. Nothing further was reported.